Event description:
The implantable neurostimulator and extensions were removed due to infection at the pocket site. The pt recovered and subsequently received a new neurostimulator and was reported as doing well.

Manufacturer narrative:
(B) (4).